Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath bench. The device has not been returned for evaluation. We are submitting this report in an overabundance of caution and to be timely. We will file a follow up when additional data becomes available. While using the chair in the shower the back leg broke. The user fell and injured himself. He sought medical attention at the emergency room. The results were inconclusive. He is suffering from lower back and neck pain.